Event description:
In 2009, this patient was implanted with gore tag thoracic endoprosthesis for an unk treatment. Four days later, a second procedure was performed whereby additional gore tag thoracic endoprostheses were implanted to treat a type iii endoleak. Multiple attempts were made to obtain additional information regarding the cause of the type iii endoleak. No information has been provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.